Manufacturer narrative:
Concomitant medical products: vedr01 ipg; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low impedance, increased unipolar impedance, a polarity switch, and an insulation issue. The pacing lead remains in use. No patient complications have been reported as a result of this event.